Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual devices involved in the reported incident were not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. A representative from b. Braun (B)(4) ltd. Is attempting to obtain additional details from the reporting facility regarding these occurrences, and to find out if any samples have been kept and are available to be returned. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 3: reports four (4) caresite valves have been changed over the last 10 days due to the top of the valve leaking. The valves were attached to central venous access devices and all patients were undergoing IV chemotherapy and IV hydration. One patient's valve was changed twice within 48 hours due to leakage. All fittings attached to the caresite are luer lock and the connections were not loose.